Event description:
It was reported a spectrum pump had system error 322. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 322 could not be reproduced, but was confirmed through review of the event history log. The contact points on the upper auxiliary were just making contact with the mating pins of the connector which could have caused an intermittent connection, thereby producing the reported symptom. Further evaluation also found a damaged connector on the input/output printed circuit board (I/o pcb) which could have also contributed to the reported symptom. The upper auxiliary and I/o pcb were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.